Manufacturer narrative:
Article citation: linton, emma and au, leon. "Technique of xen implant revision surgery and the surgical outcomes: a retrospective interventional case series." Ophthalmology and therapy 9, 2020, (pages 149-157). Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "technique of xen implant revision surgery and the surgical outcomes: a retrospective interventional case series" noted a patient was found to have a xen implant that was not functioning during the revision procedure; the procedure was therefore converted to a trabeculectomy. In this case, the patient had uveitic glaucoma and high iop; [patient] was also very anxious and required intra-operative sedation. Hence, the decision was made to convert to trabeculectomy which has an overall higher success rate and lower chance of repeat surgery.